Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and the device has been established. The visual inspection found: missing o-ring and odor filter. The functional evaluation found: device failed pressure test, failed pump and pinched tube inside the unit. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: mechanical component failure constant alarm - alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment the device presented a non stopping beeping. There is no patient impact reported. Treatment would have been postponed for short intervals as the patient's wife tried to fix the problem by turning the pump off and on again or left it off for a bit. A backup was not available at the moment the issue began, and the replacement was sent three days later.